Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device functioned as intended. The anastomosis was tested for leaks and drains were placed. Seven days post operatively; the patient came back in with a leak. It is unknown at this point what contributed to the leak. The surgeon is not assessing responsibility to our circular stapler. Patient was observed and managed by npo (nothing per oral), tpn (total parental nutrition) and antibiotics. The patient still has a low-grade leak, which is resolving. Patient has been discharged home with tpn.